Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was possibly not giving proper insulin. The customer's mother also reported that they experienced high blood glucose over 400 mg/dl at the time of incident. The customer's mother also reported that they were unable to see history and was unable to upload the insulin pump. The insulin pump will not be returned for analysis.